Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. Based on the reported information, there did not appear to have been any defect of the device during its use.

Event description:
Medtronic received report through clinical data review that the patient experienced vasospasm after the second pass of the mechanical thrombectomy device. The patient was then given 100mcg of nitroglycerin through the guiding catheter which resolved the event. Successful mechanical thrombectomy of the left m1 occlusion site following. The final thrombolysis in cerebral infarction (tici) score was 2b. The patient was discharged home two days later with a modified rankin scale (mrs) 1, national institutes of health stroke scale (nihss) 3. No patient injury was reported as a result of this procedure.